Event description:
The customer reported a cine disc is not ready error message and cine was not recorded. This would prevent the cine function from operating resulting in loss of vascular functions. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine disk was evaluated and reformatted. The system was tested and found to be working as intended and returned to service.